Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the contact (school nurse) input the incorrect blood glucose and carbohydrate values into the pump (106 was entered into the carbohydrate field and 45 was entered into the blood glucose field). A 6.88 unit bolus was delivered. Contact indicated that the customer's health care provider would be contacted. Contact administered glucose tablets to the customer. Customer's blood glucose level was reported as stable.